Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer has declined the service repair and decided to trade-in the system. Therefore, service was not required to be performed by zoll.

Event description:
The thermogard xp ivtm system (sn tgxp11800) displayed a tcmid:02 (ce danfoss error) message during device training. No patient involvement.